Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument had a broken blade. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the blade was broken on the harmonic ace. The instrument was inspected prior to use. A thyroidectomy dissection was being performed when the issue occurred. The instrument did not collide with any other instruments or tools during the procedure. No fragments fell inside of the patient's anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip of the blade. A piece approximately 0.462" x 0.085" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.